Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Surgeon reported via sales rep that during a revision surgery due to recurrent dislocation, he found metallosis and discoloration.

Manufacturer narrative:
An event regarding dislocation involving a 28mm -4 v40 taper vit head and a trident 10° crossfire insert 28 mm ID was reported. Visual inspection was performed as part of the material analysis report (mar). "All components were examined with the aid of a stereomicroscope at up to 50x magnification. Damage likely due to explanation was observed on the trunnion of the hip stem. Adhered debris and surface texture variations were visually observed on the stem trunnion and on the female taper surface of the metal head." Conclusion: based on the provided information, the product reported in this investigation did not contribute to the event.

Event description:
Surgeon reported via sales rep that during a revision surgery due to recurrent dislocation, he found metallosis and discoloration.